Manufacturer narrative:
It was reported the patient was over 18 years old. Device (B)(4) relates to (B)(4) for the reported event of guidewire tip detachment. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire was to be used during a stone removal procedure in the common bile duct performed on (B)(6) 2011. According to the complainant, during preparation, when the guidewire was removed from the hoop, the tip was noted to be detached. No damage was noted to the packaging of the device. The procedure was completed with another jagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual evaluation of the returned complaint device revealed the distal tip to be damaged; the corewire tip is slightly protruded from the guidewire. No evidence of corewire fracture was noted and no damage was noted to the ptfe coating. The distal tip appears to have been pulled against resistance. It is possible the device became hung up on the edge of the dispenser tube and pulled during removal of the device from packaging hoop, thereby causing the damaged reported. As the event occurred during preparation and the damage was noted during removal of the device from the packaging hoop, it is likely that handling factors contributed to the distal tip damage. Therefore, the most probable root cause for this complaint is handling damage. A review of the device history record (DHR) was performed and no anomalies were found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a jagwire was to be used during a stone removal procedure in the common bile duct performed on (B)(6) 2011. According to the complainant, during preparation, when the guidewire was removed from the hoop, the tip was noted to be detached. No damage was noted to the packaging of the device. The procedure was completed with another jagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.